Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the day of the event, the patient experienced vomiting and asked a friend to call the emergencies. The patient checked their manual blood glucose at that time, and the blood glucose reading was around 250 ¿ 300 mg/dl (it is unknown what the cgm was displaying during this time). The patient state that they were administered insulin via the pump before the paramedics arrived. When the paramedics arrived a fingerstick was taken the cgm was reading 150 mg/dl and the blood glucose reading was 500 mg/dl. The patient was admitted into the hospital for a total of 2 days and received treatment with fast and short acting insulin (route not specified). At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
The sensor was inserted into the abdomen on (B)(6) 2024.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, the sensor was inserted into the abdomen on (B)(6) 2024. H2 correction.